Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the infusion set fell out while playing golf in the hot weather. He stated that this issue occurred the last 2 tuesdays in (B)(6). The blood glucose went as high as 400 mg/dl. The customer was advised on techniques to improve adhesion and was advised to monitor the issue and call back if the issue persisted.